Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted in response to an advisory that was issued on march/2001. Upon receipt at guidant, initial testing by guidant's reliability assurance laboratory revealed that this ICD did not pass defibrillation testing and output functionality measurements were irregular compared to that of the programmed values.